Event description:
The customer reported to olympus, the high-definition lcd monitor had no display on the monitor and the power and menu were lighting up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed the reported issue was caused by a faulty lcd panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty liquid crystal display panel. The specific root cause of the faulty liquid crystal display panel could not be determined at this time. Olympus will continue to monitor field performance for this device.